Event description:
During the initial implant procedure, high pacing impedance, a loss of sensing, and a loss of pacing were noted on the atrial channel. Upon investigation, a small piece of dislodged metal was noted in the atrial port in the header of the device. The device was replaced and all electrical measurements were normal. The patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance and header anomaly was confirmed. A displaced atrial ring spring was the cause of the high impedance. The observed ring spring anomaly was caused by a manufacturing anomaly.